Manufacturer narrative:
The device was repaired and the reported issue was isolated to interface between the device and the failed component. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). The covidien service engineer (se) inspected the device and verified the reported issue. The se replaced the graphic user interface (gui) central processing unit (cpu)and performed extended self-testing on the device and all tests passed.

Event description:
It was reported that during set up the 840 ventilator screen had blank display. There was no patient involvement.